Manufacturer narrative:
Clinical review: there is a possible temporal relationship between pd therapy utilizing an unknown liberty cycler with unknown cassette and the patient event of peritonitis. However, it cannot be confirmed if this patient was utilizing fresenius product(s) at the time their reported peritonitis event was diagnosed. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of any fresenius product(s). Additionally, there is no allegation of a device or product malfunction, deficiency, or defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the unknown liberty cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. A shipping search was performed for the facility, however no lot numbers were identified to have been delivered. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During a voice of the customer experience survey, it was reported that this patient was on home therapy and was diagnosed with peritonitis resulting in a two-week hospitalization. Additional information was requested, however to date has not been provided.